Event description:
It was reported that this right ventricular (rv) lead was explanted due to observed low amplitude. There is reasonable evidence suggesting a microdislodgement as the cause for the low amplitude. The physician doesn't like using the same lead when there is an issue. He asked for a new df-1 lead so a new device was needed too. There was no issue with the original device so it was explanted due to a non-product experience. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to observed low amplitude. There is reasonable evidence suggesting a microdislodgement as the cause for the low amplitude. The physician doesn't like using the same lead when there is an issue. He asked for a new df-1 lead so a new device was needed too. There was no issue with the original device so it was explanted due to a non-product experience. The lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted as small r waves were observed. The physician doesn't like using the same lead when there is an issue. He asked for a new df-1 lead so a new device was needed too. There was no issue with the original device so it was explanted due to a non-product experience. No additional adverse patient effects were reported.